Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 9/27/2013 with the following findings: visual inspection of the pump showed no cosmetic defects and no visual damage to the keypad. Investigation revealed that the ¿ok¿ button was responding intermittently while the ¿down¿, ¿up¿ and contrast buttons were responding properly. Upon removal of the keypad contamination was found under all the button contacts. Unrelated to this complaint, the device powered up to a discolored verifying screen. The pump cover was removed, the display screen was replaced with a test display, and the test display screen was functioning properly.

Event description:
On (b)(6 2013, the reporter contacted animas, alleging a keypad issue. Reportedly, the ok button is not responding consistently to user input at time and at other it is hypersensitive. There is no damage to the subject pump. There is no evidence of product misuse, moisture, or corrosion associated with the reported issue. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.